Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was an unspecified reported condition. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which there was an unspecified reported condition was confirmed during product evaluation in the pump's event history. Quality engineering confirmed the unspecified reported condition as failure code 810:04. The root cause was not identified. The pump passed the air in line test during testing and found that no repairs were necessary. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.